Event description:
As a result of the safety date reconciliation process between fidia farmaceutici s.p.a. And its worldwide business partners, 8 serious individual case-safety reports regarding hyalgan have been identified. All these cases were recorded in (B)(6) between 2005 and 2013. All legal requirements applicable to marketing authorization holders in the european union countries have been fulfilled by the local licensee. Fidia is reporting these cases as manufacturer and keeper of the global safety database for the product. Case 8 of 8: authority report, local reference #(B)(4), authority reference # (B)(4). Initial info received on (B)(4) 2012 from the french health authority through another laboratory abbott. A (B)(6) female patient born on (B)(6) 1964, with a medical history of quincke's oedema due to the infusion of xenetix (iobitridol) on an unspecified date and arthritis, received hyalgan solution for injection (hyaluronic acid) by intra-articular route for knee arthritis in (B)(6) 2012. On (B)(6) 2012, the patient developed acute urticaria associated with stinging lips the following day, in the morning after hyalgan administration, upon awakening she developed angioedema with dyspnea. Then the patient went to the emergency service. The patient's state improved after treatment with unspecified antihistaminic drugs and corticosteroids. Allergic tests were performed (results pending). At the time of the reporting, the patient had fully recovered. According to the french health authority and to the official french method of causality assessment, hyalgan was rated as suspect. The causal relationship hyalgan to the reactions was assessed as dubious ((B)(4)). Follow-up info received on (B)(4) 2013 upon email from the regional pv ctr answering to a company query:the adverse reaction occurred on an unspecified date in (B)(6) 2012 and not on (B)(6) 2012 aas previously reported. Follow-up info received on (B)(6) 2013 from the french health authority through another laboratory abbott. In (B)(6) 2012, the patient received a second injection of hyalgan in the knee area for arthritis. The patient did not receive any premedication or local anaesthesia. The acute urticaria occurred few hours after injection, was localized on face and neck associated with lips stinging and hot flushes. The day after in the morning, when she woke up, she presented with angioedema with dyspnea, respiratory discomfort, dysphonia and swallowing difficulty. On an unspecified date, she received corrective treatment without adrenaline and therapeutic measure included antihistaminic drug and corticosteroids therapy (no details). The patient would like to continue intra-articular injection. It was unk if the patient had undergone another intra-articular injection since then. Results of allergological tests were still pending. No info was available regarding the possible add'l intra-articular injection. Follow up info received on (B)(6) 2013 from the french health authority received by error by the laboratory abbott. The patient underwent skin prick test with undiluted hyalgan and undiluted xenetix (iobitridol) then an intradermoreaction with hyalgan 1: 1000 dilution. There was no local reaction, but dysphonia associated with laryngeal oedema without uvula oedema, asthma-like condition and cough (the reporter assessed a positive rechallenge).these symptoms improved after administration of 80mg solumedrol (trade name unspecified) and unspecified aerosol. Treatment with hyalgan and xenetix became contraindicated for the patient. The causal relationship of hyalgan to the reactions was modified from dubious ((B)(4)) to probable ((B)(4)).

Manufacturer narrative:
Exemption number: (B)(4). On (B)(4) 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a and imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) should submit reportable cases on behalf of fidia pharma USA inc (the importer). However, since this is a non-us case of which fidia farmaceutici s.p.a. Has become aware in its role of product manufacturer, fidia pharma USA does not have any reporting obligation. Fidia farmaceutici spa comments: no batch number was received on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed.